Event description:
The customer/dealer reported that the cable of the power code was burnt by short-circuiting when plugging the power cord. The detail cause is under investigation. MFR # 8030233-2016-00001.